Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
The brush heads became loose, causing them to shoot in all directions- oral-b power oral care refills [device connection issue] case narrative: consumer via e-mail stated that the brush heads became loose, causing them to shoot in all directions. No injury was reported.